Manufacturer narrative:
The lead was returned with no reported complaint. Failure event observed during analysis. As received, only the connector portion of the lead was returned in one piece. Visual examination found an external insulation abrasion at the proximal region of the lead breaching the optim sheath only with the silicone insulation beneath intact and undamaged consistent with friction to the device can. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.